Event description:
It was reported that within six weeks of implant the patient had pacemaker syndrome. The right atrial lead had dislodged. High thresholds and undersensing were also noted. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).